Manufacturer narrative:
Investigation revealed there was no system malfunction. A merge shift can cause navigation integrity issues, and lead to the misplacement of screws. Additionally, during the placement of the l4 screws the user was alerted that a possible surveillance marker or dynamic reference base shift occurred. This warning occured a total of 4 times. A dynamic reference base shift can cause navigation integrity issues, and lead to the misplacement of screws. The user manual instructs the user to perform periodic landmark checks and re-image the patient if necessary to ensure navigation integrity. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was done to remove misplaced screws at l4 causing adverse effects to the patient.